Event description:
The patient has a known history of hypoglycemia following weight loss surgery and relies on cgm technology for real-time glucose monitoring. She reported that the dexcom g7 device shuts off automatically when her glucose level drops below 40 mg/dl, which she believes is a dangerous feature, especially given her pattern of rapid glucose decline¿up to 40 points within three minutes. The patient also expressed concern about the default delay in alert settings. When the device loses signal, the app is configured to wait 20 minutes before notifying the user, and reconnection via bluetooth can take up to three hours. Although there is a setting to reduce this delay to five minutes, she stated that this feature does not work as intended. Additionally, the app contains two alert types: ¿urgent low¿ and ¿urgent low soon.¿ both include a 30-minute snooze period that the patient is unable to disable or modify. She feels this puts users at serious risk, as it prevents repeated warnings during ongoing hypoglycemic episodes. Due to these limitations, she reports experiencing inaccurate glucose readings and losing consciousness up to eight times in a single day. On one occasion, her glucose level reportedly dropped to zero. These episodes have caused significant anxiety, and she now requires another person to be present to monitor her for safety, stating directly that this person is needed ¿to keep them alive.¿ she also described related symptoms including temporary vision loss in her left eye and loss of consciousness due to undetected or delayed notifications during hypoglycemic episodes. She believes that the dexcom g7¿s current settings are insufficient for individuals with rapid-onset hypoglycemia, and may cause permanent harm if not corrected.